Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "doctor's office called wants to know if any of the above implants were ever recalled, pt complains of sneaky noise and pain."